Event description:
No patient harm due to this incident. Shortly after the patient was taken from the operating room from a procedure into the recovery room area, staff began hearing a high-pitched electrical whine coming from the same area that a burning smell was identified from. It was quickly identified that the source of the smell and sound was coming from the end of a size-wise bed with an attached battery back-up device. When identified, the battery device was smoking from the top vent on the back panel. Within seconds the device was seen sparking from the same place. The sparks turned to a consistent flame in the upper portion of the battery back-up device. The bed blower unit was unplugged from battery device and staff immediately removed the device from the bed away from the direct patient area. With an active electrical fire identified, the fire extinguisher was grabbed, the pin was pulled, the extinguisher was aimed, and trigger pulled. One swipe was completed, and fire retardant entered the plastic grate on the back of the battery device and the fire was no longer visible. The fire alarm was then pulled by staff to indicate a code red. Before the fire event the battery had been unplugged from the wall less than 30 seconds before the smoke and fire appeared by the rn. Per staff, there was an audible ding from the battery device when the patient arrived in the pacu bay and the low-battery light was illuminated. The light and sound turned off and the device appeared to begin to charge after being plugged in. Of note the patient had appeared unaware of the event occurring due to post-anesthesia sedation and baseline mental capacities. The patient's family was updated by staff involved. The patient was then taken to the inpatient unit area and the bed, geomat, size-wise blower and battery completely replaced to new products. Floor nurse was informed of event. The clinical engineering team responded to the code red, they inspected the battery on scene, took photographs, and placed the battery on a dolly and took away from the scene. The scene was then cleaned by evs director and staff. Work order placed with bio-engineering.